Event description:
Pt experiencing pocket site pain. Unintended revision surgery. Pt was experiencing good symptom relief but having pain around the pocket site (battery) area. Dr. (B)(6) took her to the operating room and changed out her battery and moved the pocket to her opposite side (left side). We checked the leads during surgery, and they both looked normal with normal impedance range. He will plan to see her in a few weeks to evaluate her in his clinic. I will mail in the explanted battery for testing. Dr (B)(6) is still waiting to see this patient for her follow up appointment.